Event description:
During a low anterior resection procedure, after firing the ax55g, there was a lack of staples in the anastamosis. The procedure was completed by hand-suturing. There was no pt consequence.